Event description:
The user received differing glucose results for two patient samples when tested on the b221 blood gas analyzer located in the ICU and the inform ii blood glucose meter serial number (B)(4). For patient sample 1, the b221 blood gas analyzer gave a result of 16.5 and the inform ii meter gave a result of 12.8. For patient sample 2, the b221 blood gas analyzer gave a result of 15.8 and the inform ii meter gave a result of 10.4. No units of measure were provided. The user based the clinical decision on the blood gas analyzer results. There has been no reported injury to the patient. The lot number of the mss cartridge in use on the b221 blood gas analyzer at the time of the event was 21502036.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Using power port access needle, has two ports, main port connected to IV fluids, line broke at end of line, beginning of port -distal to child-, becomes completely disconnected, on line clamp falls off line and line is unable to be clamped. Child has open line to port, not noticed until gown, or parent sees blood coming out of line and could go un-noticed for a period of time. We have a picture of the device after the line broke.

Manufacturer narrative:
Additional information was received clarifying the two patient samples documented on the initial medwatch were from the same patient. The patient's diagnosis was immuno suppressed pneumonia. The patient died on (B)(6) 2010. The death was not related to the erroneous glucose results. The patient was on an oscillator for ventilation. The patient was sedated and paralyzed and was made to take 300 breaths per minute. The patient was on a sliding scale for insulin and the administration of insulin was delayed in order to decide which glucose result to use. The result from the b221 analyzer were used for the sliding scale. Additional results from different patients were provided. These results were generated as part of a correlation study. Of the data provided, the results for one sample were discrepant. The sample tested on (B)(6) 2010 gave a glucose result of 6.5 from the b221 analyzer, a result of 4.8 from the inform meter and a result of 6.2 from the laboratory analyzer. No units of measure were provided. No further information could be provided concerning this sample. No adverse events were alleged regarding this discrepancy.

Manufacturer narrative:
The investigation determined the analyzer performed as expected and no issues could be identified. Investigation of the quality control database showed all provided glucose quality control results within the specified ranges. The provided instrument database and log-files did not show any performance issues regarding the device in question. The analysis of the provided comparison study showed that the device and the lab analyzer correlated very well. A review of master batch records for mss lot 21502036 was performed and did not show any issues. No adverse events were reported.